Manufacturer narrative:
Findings: unit passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.

Event description:
The customer reported via phone call indicating that he had no delivery alarm manual prime. Customer's blood glucose at time of incident was 132 mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to replace plunger and manually push plunger very slowly while keeping the reservoir straight and verify the insulin exit the tubing. The customer stated the insulin exited the tubing. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. Customer stated the pump alarm no delivery. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.